Manufacturer narrative:
Additional information has been received from the ge healthcare service representative that there was no loss of manual ventilation or over delivery of pressure due to this issue. Therefore, this event is not reportable in the USA.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported the adjustable pressure limiting valve was sticking, possible loss of manual ventilation. There was no report of patient involvement.